Event description:
It was reported that during an add'l visit in 2005, the pt suffered cerebral embolism with infarct. The pt's condition was not pre-existing and is unk if it is related to the device. The pt was given an anti coagulant. The event resulted in new hospitalization; however, the outcome was resolved.

Event description:
This event was adjudicated and was determined to be a stroke.